Manufacturer narrative:
The glucose hk gen.3 reagent lot number is 74766101 with an expiration date of 30-nov-2024. The cholesterol gen.2 reagent lot number is 74628401 with an expiration date of 31-may-2024. Reagent issues were excluded. The field service representative replaced the sample probe. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample and cholesterol gen.2 results for 1 patient sample on a cobas c 503 analytical unit. Patient 1: the initial glucose result was 14.2 mg/dl with a data flag. The sample was automatically repeated and the result was 109 mg/dl. A new sample from the patient was taken and the result was 95.7 mg/dl. The customer has a rule setup to automatically repeat samples with glucose results <40 mg/dl. Patient 2: the initial cholesterol result was 51.1 mg/dl. The calculated ldl result was negative, which stopped the results from being validated. Due to the hdl result being the same as the total cholesterol result, the sample was repeated on another analyzer. The repeated cholesterol result was 235 mg/dl.

Manufacturer narrative:
The field service representative adjusted the sample probe, checked the washing station, and performed a general check of the instrument which was acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.